Event description:
It was reported that the patient received inappropriate therapy due to post-sensed t-wave oversensing. Information received notes that a new lead was placed.

Manufacturer narrative:
No medwatch form was received.